Event description:
A zoll distributor returned monitor sn (B)(4) to report that the response buttons are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. As received, the monitor failed incoming functionality testing, and both response buttons were defective. Upon investigation, the black wire was disconnected from the axillary pca, and both response button switches were defective. The root cause of the disconnected wire was unable to be positively identified. The root cause of the defective response button switch was unable to be positively identified. No adverse event resulted from the defective monitor.